Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer became unresponsive at threshold test initiation. It was noted that the cursor displayed the "wait" symbol, no buttons were able to be selected, and screens could not be navigated. The programmer remains in use. No patient complications have been reported as a result of this event.